Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of gram-negative peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set leak or other defect reported for this event. The pdrn stated that the cause of the peritonitis has been attributed to the patient¿s diagnosis of pancreatitis. Swelling of the pancreas can cause leaking of bile and other chemicals into the abdominal cavity resulting in secondary peritonitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis when a nurse reported a patient lines are blocked alarm. It was reported that a peritoneal dialysis (pd) patient had peritonitis while reporting a patient lines are blocked alarm. Additional information was obtained through follow-up with the patient¿s pdrn. The patient presented to the pd clinic on (B)(6) 2020. The patient was severely ill (nausea, vomiting, abdominal pain, diarrhea, and fever with chills) and the pd clinic determined that 911 was to be called. The patient was transported to the hospital via emergency medical services (ems) and admitted for acute pancreatitis and peritonitis. A pd effluent culture was obtained, and the patient was initiated on antibiotic therapy with intraperitoneal (ip) gentamycin (dose, frequency, and duration unknown). The pd effluent culture resulted positive for two different gram-negative bacteria (species unspecified). The cause of the peritonitis was attributed to the patient¿s pancreatitis. The patient had been hospitalized for the pancreatitis (unrelated to pd therapy or use of the cycler) prior to this hospitalization (date not provided) and the physician was having a hard time getting the pancreatitis under control. No additional information was provided about the hospitalization for the pancreatitis. The patient had a second culture drawn which resulted in no growth on (B)(6) 2020. The patient was discharged to a rehabilitation facility (date not provided) but was discharged from the rehab on (B)(6) 2020 by patient choice. The pdrn stated that the patient was not participating in the rehab program at all.